Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 3 of 5. The hp stated the supply bag fell and became disconnected. The hp stated he disconnected himself prior to calling. The technical service representative (tsr) assisted the hp to cycle power to clear se 2240. The hp confirmed he would complete therapy via manual supplies and notify his peritoneal dialysis nurse. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-05072 for a description of the other device. It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. The patient age was reported to be over (B)(6) years. According to the complainant, during the procedure, the mesh carrier was deployed into the patient's right side but would not remain anchored within the obturator internus muscle. It was reported that the patient had "very weak tissue". The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated the supply bag fell and became disconnected. Product surveillance followed up with the hp via phone call; the hp confirmed no adverse event resulted from this incident. A batch review was not performed because the lot information was not known. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).